Manufacturer narrative:
The investigation of the returned footrest showed no defects in functionality and reliability of the footrest. The functionality test in a patient like environment was performed and it did not show any abnormalities. It is assumed that the footrest fell of due to incorrect attachment to the table. The customer should be advised about the correct attachment of the footrest and the required tests of the footrest that need to be performed before use, which is described in the operator manual xpd1-320.620.01.02.02, register 8, page 73/74. According to information from the customer site, the concerned customer system worked without problems after the replacement of the footrest. This report was submitted march 9, 2016.

Manufacturer narrative:
The foot board was inspected and tested by a local siemens engineer. The foot board was found to be fully operational. The foot board was requested for further evaluation. This report was submitted 04/13/2015.

Event description:
Siemens was notified that a footboard came off the table on the luminos agile system. The foot board came off when the table was tilted to approximately 30 degrees with a pt standing on it. The pt slid off the footboard but sustained no injuries.